Event description:
It was reported that multiple intermittent occlusion alarms occurred which required a visit to the emergency room on (B)(6) 2026. Highest blood glucose level measured during the incident was 326 mg/dl with an unspecified ketones level that a health care provider did not identify as dangerous/life threatening. Treatment included intravenous fluids of saline, and insulin. Customer was released from the hospital on 2/11/2026 with the issue resolved and no permanent damage. Reportedly, the customer changed the infusion set and cartridge and resumed insulin to resolve the issue.